Manufacturer narrative:
Gbo complaint (B)(4). No samples were provided by the customer. No pictures were received. We have no further inventory of the materials/batches 454322/ b200636p and 454334/ b20043an. No material nor batch # was provided by the customer for the third reported lot. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. A review of quality, production, and maintenance documents shows no deviations related to the reported error. Therefore, the complaint cannot be determined.

Event description:
Customer states tubes underfilling and overfilling with both lots reported. Tubes are not drawing [blood] correctly. In a 5 day period they had 49 overfill and 27 underfill. This is a lot of recollected samples. This was from nursing and phlebotomy draws. The tubes also make it difficult to see the arrow because there is a lot of bubbles in the tube. All types of devices are being used for collection when these issues are occurring [safety blood collection set, straight needle, syringes]. When a safety blood collection set is used, a discard tube is drawn before the coagulation tube. The phlebotomists are holding the tubes in the holder with the their thumb until the tube is completely filled. Nurses are being trained in this manner as well. The customer advises that they go through so many tubes that they no longer have the lots reported available to return for investigation. No photos available. Customer states underfilling is occurring over multiple lots.